Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2020, it was reported that the infusion set's tubing disconnected at the quick release while the patient was sleeping and when she woke up, her blood glucose level was 373 mg/dl. She also stated that she was still attached by the cannula. On (B)(6) 2020, she inserted it on her hip, and was going to change today. Moreover, the pump was located on the same side, on the top of pajamas, and the infusion had been used for three days. Reportedly, the infusions were stored in the bedroom closet. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Upon investigation performed on the returned used device (1 tubing), it was found that the tubing was detached from the tubing connector. No further information available.